Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:a review of the pump¿s history verified a 0 unit bolus on 06/18/2013 a 1:14 and a 14 unit bolus at 11:21. During testing, the pump was exercised for 24 hours with no unprogrammed boluses. The pump was able to successfully perform a 10 unit audio bolus and a 10 unit normal bolus; both were accurately recorded in the pump¿s history. Unrelated to the complaint, evidence of contamination was found under all keypad button contacts when the keypad cover was removed during evaluation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: the pump is indicating that it is delivering boluses that the patient did not program. Customer support advised the patient to go to an alternate insulin delivery method. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.